Event description:
Customer reported that paramedics came to his home due to low blood glucose levels. Customer mentioned that basal rates may have been set too high. Found by checking the bolus history that customer gave a large dose of insulin that morning but he did not remember doing so. Troubleshooting was performed and pump passed testing.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete to the best of their knowledge.